Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda), associated with the clip detaching from the anterior leaflet post procedure, was due to challenging anatomy with restricted leaflets, as per the physician. The reported recurrent mr was due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted bi-leaflets. One xtw clip was implanted, reducing mr to a grade of <1. On (B)(6) 2023, the patient returned to the hospital. Echocardiography showed the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4+. On (B)(6) 2023, an additional mitraclip procedure was performed. To stabilize the slda, an additional xtw clip was deployed laterally and successfully implanted, reducing mr to a grade of 1. No additional information was provided.